Manufacturer narrative:
Isi has received the device involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. The illuminator was installed and tested on an in-house test system and it did not power on. It was suspected that the amount of dust present could have blocked the air into the unit, which could have potentially affected the power supply inside the unit. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted ureterectomy surgical procedure, the illuminator would not turn on. The site then contacted intuitive surgical, inc. (Isi) technical support for assistance. The technical support engineer (tse) reviewed the system logs and found errors which pointed to the illuminator communication cable. The tse instructed the customer to power cycle the system after resetting the vision side cart (vsc) breaker. However, the customer made the decision to connect the illuminator cord to an alternate illuminator. The planned surgical procedure was completed with an external illuminator. No patient harm, adverse outcome or injury was reported. An isi field service engineer (fse) performed an on site evaluation of the da vinci system and was able to reproduce the reported failure. The fse replaced the illuminator to resolve the issue. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.